Manufacturer narrative:
The manufacturing site name and address were unknown. Device manufacture date was unknown. The device serial or lot number was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a proximal femoral nailing system hip surgery, it was observed that the quick coupling device would not spin the opening reaming when in contact with the bone. It was reported that the attachment would spin free on the drill but when in contact with the bone, would not spin. It was reported that another attachment was put on and the procedure continued. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was available for use and the procedure was completed with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.